Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were no optics or image due to damage to the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hd camera head had an image problem/ no optics. The reported issue was discovered during reprocessing of the scope prior to an unknown therapeutic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely no optical images occurred due to a cable failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.